Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of the incident and current blood glucose was 490 mg/dl. The customer was treated with manual injection and insulin. The customer had no delivery alarm. The customer performed high pressure test and got a no delivery alarm. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer reported that drive support cap appears normal. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.